Event description:
During a routine device exchange, the new device was connected to the lead and defibrillation impedance increased on the right ventricular (rv) channel of the device. While attempting to cleaning the lead, the wrench was not able to be inserted into the set screw of the header of the device. Following manipulation, the lead was removed from the header, however, when reinsert into the rv lead into header of the device the setscrew was not able to be tightened. Additionally, a piece of the header detached. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was in stable condition.

Manufacturer narrative:
Reported complaint of connection problem and high impedance was not confirmed. Reported event of detachment of device component was confirmed. As received the device header was missing a complete septum which is consistent with having occurred during procedure. The device was in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.